Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box data could not be downloaded for review. Moisture was visible behind the pump display lens, and the pump did not power on during testing. A leak test was performed and confirmed a leak at a crack in the pump casing near the upper right corner of the display. The pump case was removed and moisture was found throughout the pump interior. Further investigation could not be completed due to an inability to power the pump on.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly an intermittent power issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.